Manufacturer narrative:
The complaint that a connection could not be made was confirmed based on the circumstantial evidence that was observed on the blue catheter adapter. Four photographs and one 22ga insyte autoguard IV catheter from lot: 5127315 were provided for investigation. The inside edge of one blue catheter adapter exhibited deformation at the threaded end. The damage appeared to be manufacturing related. A functional test confirmed that a connection could be made; however, fluid leaked from the damaged catheter adapter. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd iag bc pro global blu 22ga x 1.0in adapter / connector was defective / damaged. The following information was provided by the initial reporter: this is a complaint about leakage due to poor connection. When the indwelling needle was connected to the contrast tubing, it did not engage well, resulting in leakage.